Manufacturer narrative:
Continuation of concomitant products: (B)(6) and last subcutaneous dose given on (B)(6). 5000 units were given to thin the blood and prevent dvt prophylaxis that encountered the symptomatic catheter related venous thrombosis. The patient was placed on heparin drip (B)(6) 2015 to (B)(6) 2015. (B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the patient developed symptomatic catheter related venous thrombosis. When swelling was encountered and the PICC was removed. However, they continued to use the left subclavian line for access. The insertion site was the left brachial vein because right side had a peripheral IV in a non-compressible basilic vein. There was no reported delay or additional injury to the patient.